Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted. The manufacturer of the device is unknown.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.1., d.4., d6b., d.9., h.3., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: opening curved on anterior, yellow particles inner device and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening on anterior, opening crack on diaphragm valve, delamination of the diapherm flange disk and crease flat. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve. A delamination partial of the diaphrem flange disk (adhesive failure).